Manufacturer narrative:
Siemens filed initial MDR (B)(4) on 05-feb-2024. Additional information (14-feb-2024): siemens reviewed the instrument data and determined that the calibration was acceptable on the instrument on the day of the event. Siemens further evaluated the event and concluded that a mixing issue, which was addressed with the service activities mentioned in the initial report, potentially contributed to the falsely depressed carbon dioxide (co2) results. The investigation conclusions code in was updated to reflect the additional information. Corrected information (14-feb-2024): the initial report indicated that one of sample identifier was (B)(4) under section b6; sample identifier (B)(4) was not available in the instrument files and siemens determined that the correct identifier was (B)(4). Section was updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed carbon dioxide (co2) results were obtained on three patient samples on the dimension vista 1500 instrument. Quality control (qc) was in range on the day of testing. Siemens remotely assisted the customer and performed the service method test (smt). A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse found sample 3 (s3) vertical belt screeched and probe bent, replaced belt and probe and aligned, reran service methods, replaced s3 mixer and aligned, reran service methods, all were in ranges. Next, the cse ran qc, which recovered acceptably. The cause of the falsely depressed co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on three patient samples on the dimension vista 1500 instrument. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated on an alternate dimension vista instrument. The repeat results recovered higher than the erroneous results and were considered correct. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.